Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/16/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s history revealed multiple replace-battery alarms. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. A battery compartment crack was observed, moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. No moisture was observed on the pump¿s internal components.